Event description:
In 2002, the user facility's nurse practitioner informed the manufacturer's representative of the following: patient with neutropenic fever and device catheter/tunnel infection requiring admission eleven (11) days after catheter placement. Device catheter was used for chemotherapy after placement (ifosfamide, carboplantin, etoposide). A device catheter gram 18 days after line placement showed leakage from blue lumen.